Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed normal battery depletion.

Event description:
It was reported that the pulse generator was in backup vvi mode. The device was explanted and replaced.